Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, far-r oversensing was leading to inappropriate mode switching was observed on stored electrograms. Programming changes were made. Patient was stable and will be followed normally.